Manufacturer narrative:
4307 - intuitive surgical, inc. (Isi) received the stapler 45 instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "stapler wasn't open and stopped working". The instrument was found to have a loose grip cable with no visibly broken cable at the wrist. The grip input spun freely without corresponding output motion at the distal end, suggesting a failure at the backend. The housing was removed and one grip cable was found to be broken. As a result, the grips could no longer open and close. Review of logs showed that this stapler was used on (B)(6) 2020 using system sl0691. No clamp or fire attempts were made. A system error occurred during the procedure which also led to the site using the emergency stop button. No functional test could be performed due to the cable breakage. The root cause of broken grip cable is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not yet received the stapler 45 instrument for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. No image or video clip for the reported event was submitted for review. A review of the site's complaint history does not show any additional complaints related to this product. A review of the device logs for the stapler 45 (part# 470298-14 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the stapler 45 was last used on (B)(6) 2020 via system serial# (B)(4). There were 45 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the stapler log for the stapler 45 instrument (part# 470298-14 / lot/serial# (B)(4)) associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: from what the logs show, the stapler 45 instrument was only installed once and never attempted any clamps or fires. It looks like the homing process was completed and the instrument was in following mode, but there are no obvious errors in the dsp or msc logs that indicate there was a problem with the stapler. There is an e-stop press in the logs roughly 1 minute after the error 100, and that is the first step in the srk instructions, but there is no error code indicating the system detected srk use, which usually happens when the srk is used on the instrument. It is not possible to determine whether the customer was able to open the jaws using the logs. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: during a da vinci-assisted surgical procedure, the stapler 45 instrument was used to staple the lung. Reportedly, an error occurred and the tip of the stapler wasn't opened. The instrument stopped working and failed to unclamp when commanded by the user or system. The instrument was unclamped from the tissue with no reported injury or unexpected bleeding. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the stapler 45 instrument was used to staple lung tissue and an error occurred. The tip of the instrument could not be opened and stopped working. The customer used a backup instrument of the same kind to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the operating room nurse and obtained the following additional information: the instrument was inspected prior to use and there was no damage identified. A blue stapler reload was used with the stapler for less than 1 minute. The issue occurred during the first fire. There were no error messages generated when the stapling issue occurred. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. No buttress material was used and there were no malformed staples. The surgeon did not experience any clamping issues prior to firing the stapler reload. The jaws were stuck on tissue when the issue was identified. The manual release knob (mrk) was used to successfully open the jaws and release the tissue. The system was not in a faulted state when performing the manual release. There was no issue with the mrk and no adverse effect to the grasped tissue. There was no unexpected tissue removal or unexpected bleeding. The target tissue was non-calcified lung tissue. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. There was no tissue tension or bunching. The issue was resolved with the same kind of backup instrument. The reload was not available for return. No photographic images of the device(s) or video recording of the procedure were available for isi review.